Event description:
It was reported that the patient with this right ventricular (rv) lead felt apneic when laying down flat. It was noted that the programmed settings were recently adjusted to conserve the device's battery per the physician's discretion. After review of presenting device data, it was noted that this rv lead exhibited intermittent loss of capture. The physician was unable to specify if two seconds of asystole occurred. A local boston scientific representative was paged to interrogate this device. After evaluation it was noted that the rv thresholds had increased and outputs were adjusted appropriately. This rv lead remains in service. No additional adverse patient effects were reported.